Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported the patient was seen for a routine check which revealed the patient¿s left ventricular lead was not capturing. It was then further determined the lead had become dislodged. The lead was explanted and replaced. The patient was stable before, during and after the procedure.